Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of frayed wires was able to be confirmed. Visual inspection of the returned material revealed functional damage to the power extension cable in the form of the dc jack connector being partially broken off from the pvc overmold. Broken internal wires were visible from this damaged area of the power extension cable. Internal visual inspection inside the unit¿s enclosure assembly revealed damage to one of the solder connections for the power connector designated j21 on the i3 stuffed printed circuit board (pcb). Damaged solder connection on i3 stuffed pcb caused no performance malfunctions and was determined not to require further investigation. Unit was returned with software version i3.2020.1109-r8975 installed. No software malfunctions or anomalies were observed. A know working test power extension cable was used for performance testing due to functional damage to the one returned. No attempt was made to power on the unit using the returned power extension cable it was originally assembled with as a safety precaution to avoid an electrical hazard. The unit powered on successfully in conjunction with the test power extension cable or when the power supply was connected directly to the power connector on the i3 stuffed pcb. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.